Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, auto mode switches due to faster atrial pacing were noted on the device. The pacing was found to be faster than sensor indicated rate. The patient presented to clinic and programming changes were made. The patient was stable.